Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#3199702. 1-the products of this batch were assembled at intima ii auto line 4 in aug 2023, and packaged at r240 package line in aug 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. Please see attachment pr# (B)(4) for the test report. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use. 5.the prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion, high pressure injection can cause the sleeve stopper of the prn to expand and even burst. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received for further testing, the root cause of prn loosening cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked with power injector. On (B)(6) 2024 the patient in the process of CT enhancement scanning of the upper abdomen, high-pressure syringe injection, the patient's right elbow intravenous indwelling needle heparin cap suddenly fell off, found immediately after symptomatic treatment, given to stop the injection, remove the indwelling needle, after examination of the patient has no tissue swelling, the patient was instructed to more observation of the local situation, with discomfort immediately seek medical attention.